Event description:
On (B)(6) 2025, the user reported experiencing elevated blood glucose (bg) levels of 325 mg/dl approximately six hours after a carbohydrate-heavy meal. The user had recently performed a supply change and elected to wait for insulin to take effect. On (B)(6) 2025, the user reported that bg levels subsequently returned to normal and she had no further issues or need for medical care. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.